Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the reported event. Patient was reported to be doing well post revision procedure. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); nonunion or delayed union..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...during the postoperative phase, it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product returned for evaluation.

Event description:
On (B)(6) 2017, a patient underwent posterior spinal fusion at t4-iliac levels. On (B)(6) 2018, a fracture of one of the rods was detected at l5-s1 level. A revision procedure was performed on (B)(6) 2018, where both rods at l5-s1 level were cut and screws at s1-iliac levels were removed. Patient was reported to be doing well post revision procedure.